Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the hospital after receiving inappropriate therapies. It was determined that the lead was dislodged. The lead was explanted when an attempt to reposition was unsuccessful.